Event description:
Edwards received notification that a 58-year-old patient with a valve model 7300tfx33 implanted in mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years and eleven (11) months due to two fixed/frozen leaflets leading to severe regurgitation. At the time of reported event, patient was under treatment.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added info to b5.

Event description:
Per the report received from australia, edwards received notification that a 58-year-old patient with a valve model 7300tfx33 implanted in mitral underwent a valve-in-valve procedure after an implant duration of seven (7) years and one (1) month due to calcification that lead to two fixed/frozen leaflets and to severe regurgitation. As reported, the valve started to show signs of immobile leaflet three (3) years ago but the patient was asymptomatic and stable under treatment. Reintervention was not performed earlier due to social circumstances. Reportedly, before valve-in-valve procedure the patient presented with symptoms of dyspnea. A 29 mm transcatheter valve was implanted within the pre-existing edwards surgical device. As reported, patient was noted as to be discharged home the day after reintervention.

Manufacturer narrative:
Added information to section h6 (health effect - clinical code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (device code): "2983 - mechanical jam" code removed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As per CT image review specks of calcification were observed, however it is not possible to confirm/ exclude a thrombus. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added info to section b5 and h6 (health effect clinical code). Corrected data h6 (health effect clinical code): "4582 no clinical signs, symptoms or conditions" code removed.

Event description:
Per the report received from australia, edwards received notification that a 58-year-old patient with a valve model 7300tfx33 implanted in mitral underwent a valve-in-valve procedure after an implant duration of seven (7) years and one (1) month due to calcification that lead to two fixed/frozen leaflets and to severe regurgitation. Reportedly, the patient presented with symptoms of dyspnea. As reported, the valve started to show signs of immobile leaflet three (3) years ago but the patient was asymptomatic and stable under treatment. Reintervention was not performed earlier due to social circumstances. A 29 mm transcatheter valve was implanted within the pre-existing edwards surgical device. As per CT image review specks of calcification were observed, however it is not possible to confirm/ exclude a thrombus.